Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 36 mg/dl and customer hit suspend. Customer treated low blood glucose with food by eating sandwich and drinking a soda. Customer declined troubleshooting of the low blood glucose. The insulin pump will not be returned for analysis.